Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Sale rep stated via email: patient appeared to have leakage out the valve which was noticed by the nurses on the inpatient floor after catheter placement. More details are needed by surgeon to determine exact source of leakage and resolution required. On (B)(6) 2016 additional response: according to the circulating rn, the case was completed in the operating room as scheduled. On (B)(6) 2016- per sales rep, unable to obtain any additional information.